Manufacturer narrative:
Findings: pump received with broken battery tube threads and cracked reservoir tube lip. Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 600 mg/dl. The customer stated that there is crack near battery compartment lip. The customer used vice grips to remove battery. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer stated that she was high because of stress over grandson's suicide.